Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. Dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity in the mid diagonal coronary artery. A 2.25 x 15 mm xience prime stent was implanted at the target lesion at 12 atmospheres (atm). After post dilatation an edge dissection was noted at the proximal edge of the stent, and a 2.25 x 23 mm xience prime was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.